Event description:
It was reported that the insulin pump was stuck on the fill tubing screen during manual prime. The blood glucose reading was 175 mg/dl. The customer stated that the insulin was squirting out during the manual prime process, and it continued to drip after the motor stopped. She was unable to exit the preparing to prime loop and was stuck in the bolus delivery loop. Upon troubleshooting, it was found that the device did not sound the expected series of beeps and numbers when the act button was held down. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded drive support disk. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube, cracked reservoir tube window, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.